Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the hrmc not able to find in the station. A technical support specialist assigned with correct hrmc to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system pharmacy can't find in the system to add hrmc. Customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.